Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number # 2916596-2020-03559 the patient's drive line has rescue tape on it. Log file found low voltages on both battery and power module. There was no driveline repair scheduled.

Manufacturer narrative:
Section a2 and h6 (device code): correction. Section b5, d4, g3, and h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2020 at 18:12:20 through (B)(6) 2020 at 10:20:23, and (B)(6) 2020 at 21:45:16 through (B)(6)2020 at 16:10:09. Low speed events were captured briefly on (B)(6) 2020 and (B)(6)2020, and intermittently on (B)(6) 2020. Multiple pump stops were captured on (B)(6)2020 as well. These events were associated with low speed advisory, low flow hazard, and pump off alarms. All low speed events and pump stops appeared to occur while the patient was supported by the power module. The reported superficial damage to the external portion of the patient¿s driveline could not be confirmed through this evaluation, as no photos were submitted and no product was returned. The patient ultimately expired on (B)(6) 2020 due to multisystem organ failure (investigated in manufacturer report number #2916596-2020-05474). The center reported that the expiration was not considered device-related. The center reported that hmii lvas, serial number (B)(6)would not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2012. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Section 1 of the IFU also provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient began having pump stoppages, low speed advisories, and low flow alarms on (B)(6)2020. The patient was admitted and underwent x-ray to assess the driveline. The patient taped the driveline himself so the site was unsure of the condition of the driveline underneath the tape. The patient was on either grounded cable or batteries at the time of the event and did not report any alarms, however, it was noted that the patient was a poor historian so it was hard for the site to get an accurate account of what took place. The low flows and pump stoppages resolved with the use of an ungrounded cable. The patient did not experience any symptoms and lactate dehydrogenase was stable. The patient was neither a surgical candidate or a driveline repair candidate and was discharged on an ungrounded cable.